Manufacturer narrative:
The insulin pump was received with no act and up button response due to corroded keypad traces. No button error alarm noted during our testing. Unable to perform functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement due to no act button response. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked on reservoir tube lip, cracked reservoir tube window thru reservoir tube, crack on the battery tube threads and cracked pump belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer was able to clear the alarm but continues to occur ever after clearing. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer declined to troubleshoot for high blood glucose.